Event description:
It was reported that a cgm error 42 occurred. There was no adverse impact to the customer¿s blood glucose level. Technical support guided the caller through a complete pump reset, and after following the instructions, the error code did not appear again. The customer was advised to wait 20 minutes before starting their sensor session and acknowledged the resolution.